Manufacturer narrative:
The problem was due to damaged diode. After the replacement, the laser system restarted to work. We are unaware about pt injury.

Event description:
Laser displayed low power during routine inspection at united therapies service facility. Laser producing 115 w at 254 current value.